Event description:
It was reported on 07-jun-2026, that the patient's cannula was bent. It led to high blood glucose level and insulin flow blockage. Patient was treated with correction bolus via pump.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.